Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2021. It was reported that after the procedure their wire came out. Patient stated the sales representative had come and gotten the lead wire and all the other stuff for it. Patient stated she will be going back to the hospital tomorrow to have the lead replaced. On (B)(6) 2021, the patient mentioned that their leads had come loose and they had to have the procedure redone yesterday.